Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50mg/dl; cause unknown. The customer consumed carbohydrates to address the bg. Recommendation was made to discuss diabetes management with a healthcare professional.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50mg/dl; cause unknown. The customer consumed carbohydrates to address the bg. Recommendation was made to discuss diabetes management with a healthcare professional.